Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ release to warehouse date: 15march2006. Manufactured at synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm component sheared off during a right hip open reduction internal fixation (orif) utilizing a trochanteric fixation nail (tfn) construct. The knob on the screw which is threaded inside the aiming arm sheared off. No extra fragments were generated when the knob broke off. Another aiming arm was available for use; the knob from the complainant device had to be unthreaded and then re-threaded to the new aiming arm screw. There was a reported five (5) minute delay. The procedure was successfully completed with no patient harm. This is report 1 of 1 for (B)(4).